Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. Concomitant medical products: 694765 lead, implanted: (B)(6) 2013; medtronic lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a pocket infection occurred. The patient was treated with antibiotics and a wound revision was performed. The patient continued with antibiotics and daily wound care, however, there was a recurrence of the infection. The patient was given a different antibiotic and another wound revision was performed. The patient was continued with daily wound care and the infection resolved. The implantable cardioverter defibrillator (ICD) remains in use. It was noted that the patient has a history of staphylococcus infections. The patient was enrolled in the panorama 2 clinical trial. No further patient complications have been reported as a result of this event.